Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, when the user put on the charger, the handle was not charged with a red signal. The handle was checked and the charging terminal was broken and a gold part broke off. A new handle and adapter were used to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there was contamination on the charging contacts. It was reported that there was damage on the external component of the handle, the handle and or charger contact points were contaminated with a substance that is not expected to be on the device, and the power pack was not adequately charged or cannot hold a charge. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The power handle carries an ipx3 rating according to which only provides protection from spraying water. It was additionally reported that a component disengaged from the device. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: wipe down all exposed surfaces with a slightly water dampened lint-free cloth to completely remove any gross debris from the device. If additional cleaning is required, use a hydrogen peroxide based wipe such as oxivir¿*tb per the manufacturer¿s instructions. Ensure the power handle is completely dry prior to inserting it into a sterile power shell or charger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, e1(first name, last name), g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the handle's charging contacts were contaminated. It was reported that the damage was present on the external component of the handle and the handle charge contact points were contaminated with a substance that was not expected to be on the device. Also, the power pack was not adequately charged or cannot hold a charge. The reported issues were confirmed. The most likely cause could not be established from the information available. It was also reported that a component disengaged from the device. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, when the user put on the charger, the handle was not charged with a red signal. The handle was checked and the charging terminal was broken and a gold part broke off. A new handle and adapter were used together with the same charger to resolve the issue. There was no patient involvement.